Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell four of five. The patient was connected at the time of the alarm. The patient stated that there was fluid underneath both the supply bags. Both bags were empty and the patient did not see any pinholes in the bags. Both bags were tightly connected to the cassette. The patient did not use an assistive device to open the bags. The renal therapy service agent (rtsa) assisted with proper disconnection procedures. Continuous ambulatory peritoneal dialysis was discussed to complete therapy. The rtsa reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.